Manufacturer narrative:
Follow-up #1: date of submission 09/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2016 with the following findings: the battery compartment was cracked. Corrosion was observed in the battery compartment. A leak test failed due to a battery compartment crack. The pump was opened and no additional moisture was found. Unrelated to the original complaint, the audio bolus button cover was punctured; however, the bolus button was responsive during the investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. The reporter claimed that the battery compartment was cracked/damaged and there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4).